Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: mrh knee fem s lft; cat# 64811110; lot# ahd7t; mrh tib rot comp xs-xl; cat# 64812100; lot# 077375; triathlon symmetric x3 patella; cat# 5550-g-339 ; lot# 5ett; mrh tibial b/plt keel sml 2; cat# 64813111 ; lot# akd9r; triathlon press-fit stem 24mm x 150mm; cat# 5566-s-024 ; lot# m9a46h; triathlon press-fit stem 20mm x 150mm; cat# 5566-s-020 ; lot# m7t44k; triathlon total knee system offset adapter 8mm; cat# 5566-s-080 ; lot# m5m04n; mrhk femoral bushing; cat# 64812110 ; lot# leh114; triathlon stem extender 50mm; cat# 5571-s-050 ; lot#h152mv; mrhk bumper insert 3 degrees; cat# 64812133 ; lot#les386; mrhk tibial sleeve; cat# 64812140 ; lot#lel176; triathlon sym cone aug sz b; cat# 5549-a-120; lot#a918; triathlon sym cone aug sz e; cat# 5549-a-150; lot#a6at; triathlon stem extender 50mm; cat# 5571-s-050; lot#r145x5; mrhk femoral bushing; cat# 64812110 ; lot#lel171. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not available.

Event description:
Postoperative diagnosis: patient had an index surgery outside the hospital prior to cors scope. On (B)(6) 2014, doctor revised the patient with a hinge prosthesis. The patient developed pji, and was revised with all components exchanged on (B)(6) 2016. The patient got reinfected and had all components removed again on (B)(6) 2017.